Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for connection issue was not confirmed due to a lack of sample, therefore, the root cause was undetermined. A batch review was not performed due to unknown lot number. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Reportedly, on (B)(6) 2011, a home patient (hp) using the homechoice machine stated that the patient line fell on floor when the hp was in day drain 1 of 1 .the hp could not even open the door. The patient was connected to the hc at the time of the event. The technical service representative (tsr) assisted to end therapy. The hp will restart with new set up. No clinical consequences for the patient were reported. No further information is available.